Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer 1627487-2019-11272. It was reported that patient had no stimulation and had increasing pain. Upon x-ray review, no lead damage was observed. Lead impedance was stable. Upon increasing stimulation strength, patient was not feeling any paresthesia. Patient denies any traumas. Surgical intervention is anticipated in the near future. No further information is available at this time.

Event description:
Related manufacturer 1627487-2019-11272. New information received states that both leads were revised on (B)(6) 2019 and leads were turned off. Both leads remains implanted and inactive. New trial leads were used. Stimulation was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.